Manufacturer narrative:
The box containing four bottles of access substrate as well as the exterior of the bottles were soaked from leaked substrate due to a loose cap. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving a shipment of access substrate that was leaking. There was no report of injury or exposure, and user did not seek medical attention.